Event description:
No additional information.

Manufacturer narrative:
Additional information: h. Attached medsun. Investigation summary: based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for the product and symptom. With no actual sample analysis, a probable root cause could not be offered.

Event description:
It is reported, the needle broke off into the patient. The md was made aware. Md performed ultrasound guided excision to remove the needle tip but did not see the needle in excised tissue. Tissue was sent to the lab. Patient was transferred to emergency department to provide further assistance with foreign body removal.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. E4. The initial reporter also notified the FDA on 2026 march. Medwatch report is (B)(4).